Event description:
It was reported that the right ventricular lead exhibited oversensing and low capture thresholds on a patient with complete heart block. The patient was noted to have 3.3 second pauses and experienced syncope moments. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.